Event description:
The pt received several shocks due to noise. An attempt to reproduce the noise in the or was unsuccessful. During removal of the lead, the physician observed fluid in the lead insulation under the suture sleeve.